Event description:
It was reported that the patient underwent umbilical hernia surgery on (B)(6) 2014 and mesh was implanted. Five days post-op, the patient developed a massive infection and returned to the hospital. On (B)(6) 2014, the mesh was removed and it was found that an infection had spread down to the mesh. Swab cultures were taken and results are pending. No new mesh was implanted. The patient received open wound treatment and antibiotic therapy. The surgeon opines that the patient experienced a wound infection with unclear cause. The patient¿s wound has healed.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The visual inspection of the foil and the test of packaging integrity met the specified quality requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.